Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02277. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a lavh, mesh bilateral sacrospinous ligament fixation, mesh a&p colporrhaphy, bilateral paravaginal repair, sling, and cystoscopy performed during mesh implantation. It was reported that the patient had a mesh composite cystocele, enterocele repair (complex), rectocele, ivs tunneler bilateral sacrospinous fixation (complex), bilateral mesh repair (complex) on (B)(6) 2004. It was reported that the patient underwent excision of eroded vaginal wall mesh, division of painful left uterosacral band (ivs tunneler mesh, mesh) on (B)(6) 2005. It was reported that the patient underwent excision of anterior mesh, revision of cystocele, and cystoscopy on (B)(6) 2006. It was reported that the patient underwent removal of mesh anterior and posterior vagina, cystostomy with repair, proctotomy with repair, cystoscopy, and perineoplasty on (B)(6) 2007. It was reported that the patient underwent removal of vaginal mesh on (B)(6) 2007. It was reported that the patient underwent exam under anesthesia, cystoscopy, exploratory laparotomy with lysis of adhesions, mobilization of vaginal scar tissue, abdominosacral colpoperineopexy, transurethral resection of vaginal mesh with primary closure, and cystoscopy with suprapubic tube placement on (B)(6) 2007. It was reported that the patient underwent autologous rectus fascia pubovaginal sling, cystoscopy, and suprapubic catheter placement on (B)(6) 2007.

Manufacturer narrative:
Lawyer-filed report (B)(6). : it was reported that patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to recurrent stress prolapse and uterovaginal prolapse concurrently with a hysterectomy. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, vaginal scarring, pelvic organ prolapse and sensitive lining to stomach. It was reported that the patient underwent an eroded mesh removal on (B)(6) 2005. The patient underwent mesh revision on (B)(6) 2006 and (B)(6) /2007. The patient underwent mesh removal on (B)(6) 2007. The patient underwent a mesh revision and pubovaginal sling revision on (B)(6) 2007 and 01/25/(B)(6). (B)(4)

Manufacturer narrative:
It has been reported that following insertion the patient experienced nocturia, vaginal pulling, and urinary frequency and urge and stress urinary incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced nocturia, vaginal pulling, urinary frequency and urge and stress urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 11/11/2016. Additional information: weight, other relevant history, model/lot #, explant date, recall, device manufacture date. Corrected information: age/date of birth, implant date. Additional narrative: it was reported that patient underwent mesh removal (gynemesh) on (B)(6) 2005 by dr. (B)(6) due to eroded vaginal vault mesh and dyspareunia at (B)(6) hospital. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.